Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. On (B)(6)-2015, rv pacing impedance spiked to 1349 ohms up from a gradually rising trend which measured in the 900-1000 ohm range (B)(6)-2015. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and slowly rising pacing impedance that is now high. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.